Manufacturer narrative:
Per EU regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Telephone number: (B)(6). Device evaluation: a photo provided by the customer was evaluated. The actual product did not return for investigation. Evaluation of the picture provided and the area within the circle was evaluated. One part of the edge of the lens was observed bent. The area near the haptic cannot be seen clearly what defect it has due to poor resolution and high magnification. The complaint issue reported was verified. However, based on the evidence observed and since the lens is not available for a thorough evaluation, the complaint issue reported could not be determined if it related to manufacturing and/or surgical process. Product deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that prior to insertion, the surgeon noticed the intraocular lens (iol) was damaged in the area within the circle. Another iol was used instead. There was no patient contact. No additional information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: apr 22, 2022. Device evaluation: the suspect iol was received inside of a bag and taped to paper. The lens was removed and visually inspected under magnification. The lens was cleaned and deep scratches were observed on the optic body of the lens. Due to the material properties of the lens, the complaint bend in the lens could not be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.